Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0wzed, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the patient programmer showed a splash screen and it could not be bypassed. She hit the sync key and it still took her to the splash screen. This occurred daily. The patient had foot surgery monday due to a broken foot and needed to turn the device off. She had been in a wheelchair for two months. The patient changed the programmer batteries and the issue resolved. The patient then saw that she was on program 3 at 3.5v with no lightning bolt. She didn't even realize it was off, but thought no wonder it wasn't working. Patient services helped her turn stimulation back on and she then felt stim. The discussion with patient services resolved the issue.